Event description:
It was reported that the patient had cardiac arrest and the left ventricular (lv) lead may have dislodged during compressions. It was noted that the lv lead exhibited fluctuating capture thresholds and possible loss of capture. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2021; 5076-52 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.